Event description:
It was reported that the ilet device screen became unresponsive and, after a restart attempt, the screen was found cracked, resulting in a partially usable display. Symptoms included no reported injury. Outcomes included no reported clinical impact, no hospitalization, and continued partial device usability. Investigation included complaint intake, device replacement logistics, and collection of event details regarding usability and physical damage. Investigation of this case revealed screen damage consistent with a cracked or broken display affecting touch responsiveness and visibility; no alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen with user-reported onset during normal handling, with no evidence of a systemic device malfunction.